Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient replied that the circumstances that led to the stimulation in the wrong location when in certain position was due to a change to device programming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported uncomfortable stimulation sensation and also that they experienced stimulation in the wrong location. Patient also reported that they noticed that the device is 'killing my back when she went bent forward and whenever she moved. Caller states she touched it and it started to feel better. Caller states she now has the pain again after laying in bed for so long. Caller confirms she is getting symptom relief. Caller state she increased stim prior to having the pain. The reported issue was related to positional movements. During troubleshooting, it was determined that stimulation was on and patient decreased amplitude to 2.2 on program 1. And this eliminate the uncomfortable stimulation. Troubleshooting resolved reported issue. No further complications were reported or anticipated.